Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a left ventricular (lv) lead revision. The lv lead was believed to be fractured due to high, out of range lead impedance measurements. The lead was also no longer capturing the left ventricle upon testing. The lv lead was capped and replaced. The patient did not have any adverse consequences due to the fractured cs lead and replacement.